Event description:
Patient reported that a comparison between the ss meter and a hcp meter (brand unknown) was 145 mg/dl (ss) and 200 mg/dl (hcp), respectively (28% difference). Both tests were fasting and done 2 hours apart. No symptoms were reported. Patient did not have supplies to do control test at that time. On follow-up, patient stated control test done with new control solution was in range. Lfs rep reviewed qc procedures and meter/lab comparisons. There was no allegation of harm.